Manufacturer narrative:
Product complaint #(B)(4). Additional information: d9. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please perform and document the follow up attempt for product return the device was shipped this past friday 1/9. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned inside of the packaging opened. Upon visual inspection, the silicone was confirmed to be yellowish in all the devices returned; the yellowish silicone bulb condition could've been caused due to formulation residues left during the manufacturing process. Additionally, a photo was provided with the same condition of the received sample. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the texture? I¿m unsure of the texture. Are there any photos of the foreign matter available? I can provide a photo if need be. Is it possible that the foreign material fell into packaging upon opening of device? They opened the dermabond packaging but quickly decided not to utilize it. Was the product seal on the foil still intact when the package was opened? The product was opened but not squeezed for use. Please provide the source or title of external person providing answers to follow-up: gd reported the issue to me. Please perform and document the follow up attempt for product return. Please provide tracking number. Once I receive a box for shipping, I will ship the device out for evaluation.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and topical skin adhesive was used. Prior to use on the patient, the surgical team opened the topical skin adhesive and observed yellow discoloration extending from the tip to the middle portion of the device. Due to this discoloration, the team considered sterility compromised and decided not to use the device. No patient was involved, and the device is available for return. There were no adverse patient consequences. Additional information was requested.